Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was transferred to the manufacturing site of olympus medical systems corp. (Omsc) and investigated. It was found as follows; [investigation results]: it could not duplicate the reported phenomenon. The camera head and the rigid scope were replaced with the devices owned by our site and the scope images were compared. However, no change was observed in the images, and the duplication of the event could not be confirmed. Combination equipment were camera head ch-s400-xz-eb (serial number: (B)(6)) [c21436601] owned by user, camera head ch-s400-xz-eb [our device], light source device clv-s400 (serial number: (B)(6)) [c21436600]/subject device, rigid scope wa4kl530 (serial number: (B)(6)) owned by user, rigid scope wa4kl500 [our device] and conducted the combination test. -it was confirmed the inspection results of olympus service operation repair center (sorc) were as follows; *visual inspection there were no abnormalities in the exterior. *duplication test for the subject device it could not duplicate the reported phenomenon which the image was too dark. *operation check there was no abnormality when it was checked the function of the subject device. -photometric measurement result: it was met the standard. -lamp lighting time: within 100 hours [conclusion] the root cause of the reported phenomenon could not be identified. [Consideration] from the following facts obtained in the investigation, it was confirmed that there was no abnormality in the subject device, but it was not possible to presume the cause of the dark image. Facts obtained from the investigation. It was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the subject device did not have a log, it was not possible to check the operation history or error. -since the event was "the image was dark", the reproduction was confirmed using the actual machine. However it could not duplicate the reported phenomenon. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the brightness adjustment of the subject device did not work, and the image of the subject device was too dark during the laparoscopic procedure. Since the subject device was used for checking to confirm abdominal closure after using da vinci surgical system, there was no effect on the patient. The intended procedure was completed with using same set of the equipment. There was no report of patient injury associated with this event. (This report is for the xenon light source, clv-s400)

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). The inspect results were found as follows; visual inspection there were no abnormalities in the exterior. Duplication test for the subject device it could not duplicate the reported phenomenon which the image was too dark. Peration check there was no abnormality when it was checked the function of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.